Event description:
Per the clinic, the patient experienced warm sensation with external device use. The equipment was advised to be removed from service, and a replacement will be sent. No reports of patient injury are associated with this event

Manufacturer narrative:
(B)(6). Correction: the correct sex is female; not male, as previously reported. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).